Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the power button of the freestyle libre 2 reader was unresponsive. The customer experienced symptoms of sweating, "smelled something specific" and was unable to self-treat, requiring treatment of oral glucose provided by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on with button press. Visual inspection has been performed on the usb/charging cable and observed cable to be damaged. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the power button of the freestyle libre 2 reader was unresponsive. The customer experienced symptoms of sweating, "smelled something specific" and was unable to self-treat, requiring treatment of oral glucose provided by caregiver. There was no report of death or permanent injury associated with this event.